Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with inferior infiltrates under flap consistent with likely staphylococcus exotoxin reaction/sterile infiltrate in both eyes. Prednisolone gatifloxacin eye drops were increased and slow taper advised. Otherwise patient was doing well with anterior chamber qued and deep in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities and it resolved on (B)(6) 2018. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.00 x -.50 x 80, left eye pre-op 20/20 -6.00 x -1.00 x 90.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with red eye and dull pain that mainly occurs in mornings for 2 days in left eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of redness and dull pain in left eye. Patient reported symptoms are not interfering with daily activities. Bcva from 1/18/2018, right eye pre-op 20/20 3.75 x -1.25 x 98, left eye pre-op 20/20 2.50 x -.50 x 90.